Event description:
It was reported that the procedure was to treat a moderately tortuous, first marginal branch of the circumflex artery. A 2.25 x 15 mm xience prime stent delivery system (sds) was being advanced to the lesion but could not make the curve between the trunk and the circumflex. The device was removed and pre-dilatation was performed using an unknown 2.0 x 12 mm balloon catheter. The same sds was advanced again; however, the proximal portion of the shaft separated outside the anatomy. The sds was removed and a non-abbott stent was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Re-insertion. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.